Manufacturer narrative:
The reported event of failure to remove lead from header was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Visual examinations were performed and right ventricular setscrew was noted to be stripped, consistent with having occurred during procedure. Pin gauge measurement on the header was performed and was within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.

Event description:
During a procedure on (B)(6) 2026, it was reported that the physician had difficulties removing the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD). The ICD and rv lead were not used and a new ICD and rv lead were successfully implanted. The patient was discharged following the procedure.

Event description:
During a procedure on (B)(6) 2026, it was reported that the physician had difficulties removing the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD). The ICD was explanted and the rv lead was not used and a new ICD and rv lead were successfully implanted. The patient was discharged following the procedure.

Manufacturer narrative:
D6a: date of implant is "on (B)(6) 2025". B5: describe event or problem should have been "during a procedure on (B)(6) 2026, it was reported that the physician had difficulties removing the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD). The ICD was explanted, the rv lead was not used, and a new ICD and rv lead were successfully implanted. The patient was discharged following the procedure." Rather than "during a procedure on (B)(6) 2026, it was reported that the physician had difficulties removing the right ventricular (rv) lead from the implantable cardioverter defibrillator (ICD). The ICD and rv lead were not used and a new ICD and rv lead were successfully implanted. The patient was discharged following the procedure."